Event description:
It was reported that during a lap lar, an error occurred. After that, the device was cleaned and activated properly, so it was used again. Then, the blade was broken off and fell into the patient. The broken blade was retrieved from the patient and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The device contacted with a forceps several times. It was sometimes activated without tissue between the blade and the tissue pad. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was found cracked at the discolored location. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Probable causes of blade damage and discoloration including breakage are applying pressure between the instrument blade and tissue pad without having tissue between them, external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear.